Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, when the gastric stump was anastomosed with the jejunum, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. They replaced with a new device to complete the case. There was no patient injury.